Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated alert 38 notifications and an inability to obtain drops from the infusion tubing despite multiple attempts, which was associated with sustained hyperglycemia; the device was replaced and the user was instructed on return procedures and data sync, while continuing dexcom use. Symptoms included elevated blood glucose up to 343 mg/dl for approximately 12 hours without ketone testing, medical intervention, or acute complications. Outcomes included no hospitalization, no professional medical treatment, and no immediate health effects. Investigation included user interview, troubleshooting and education, and arrangement for device replacement and return. Investigation of this device revealed a suspected pump alarm malfunction with possible delivery interruption related to the pump system and infusion set interface, consistent with the reported alert and lack of drops from tubing. The device was powered on, and notifications menu was free from alerts. The leadscrew wound to 165 units and when a rewind was initiated the motor train was emitting a low buzzing sound. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.